Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported 90ml infused unexpectedly within minutes in the critical care unit. The entry in the all infusion report, cited by the customer indicated morphine100 mg/100 ml was programmed to infuse at 4ml/hr with a vtbi of 90ml. There was no report of patient harm.